Event description:
Was loading contrast in medrad injector, connector tubing was kinked when taken out of med rad container, attached to contrast, when tubing was primed the connector hub broke away from tubing. Supply: medrad stellant ref: sds-ctp-scs lot #8614064.